Event description:
It was reported that the pt experienced a loss of therapeutic effect. He lost stimulation last friday and he's not able to adjust his stimulation. Some of the lead impedances were high. He was receiving stimulation in his belly instead of his feet when the high impedance combinations were used. He did not feel stimulation with the normal range pairs. His 4th electrode stopped working, which was the only one that worked to begin with. The company rep had no additional info. Further info is being requested from the hcp.